Event description:
The customer reported via phone call that the insulin pump alarmed button error and had unresponsive keypad. The customer did not know the blood glucose reading. She noted that the weather was very warm leading up to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No frozen screen or button error alarms noted during testing. The pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.